Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump pushed 100 units of insulin into her daughter and she ended up in the hospital for a low blood glucose value. The patient's blood glucose at the time of incident was 72 mg/dl. The customer placed a full reservoir of insulin into the insulin pump before rewinding the pump. After she rewound the insulin pump she received a low reservoir alert and she realized that most of the insulin had been pumped into her. The customer believes that the insulin pump programming was inaccurate. Troubleshooting did not occur since the customer did not have the insulin pump with her during the time of call. No products were returned or replaced.